Manufacturer narrative:
The device referenced in this report will not be returned to olympus for evaluation. The user facility did not provide a specific model and lot number of the resection sheath reported. The exact cause of the reported incident could not be conclusively determined at this time. If additional information becomes available at a later time, this report will be supplemented.

Event description:
Olympus was informed that during a subsequent therapeutic procedure weeks after undergoing the initial procedure, the physician found a piece of the ceramic tip of the resection sheath that had broken off and fallen inside the patient. It was reported that during the initial procedure the physician did not notice that the ceramic tip was missing. The device fragment was successfully retrieved. The intended procedure was completed with the same device. There was no patient injury reported. Olympus followed up via telephone and in writing to the user facility to obtain additional information regarding the reported event, but with no results.